Manufacturer narrative:
This complaint was inadvertently submitted against the manufacturer report number 2084725-2010-00156 for asp. A new medwatch report has been submitted against the correct device manufacturer, minntech. The corrected manufacturer report number is 2150060-2011-10004.

Event description:
A customer reported the asp aer is tripping the gfci when plugged in. Subsequently, the customer stated cidex opa leaked from the reservoir onto the floor outside the unit. The customer cleaned up the disinfectant wearing the appropriate ppe and stated no injuries were involved.

Manufacturer narrative:
An asp field service engineer (fse) was dispatched onsite to assess the aer system. The fse found a leak in the disinfectant reservoir tank, causing fluid to run down into the heater connection. The fluid was shorting out the connection, causing the gfci to trip. It also appeared that the heater itself had failed. The customer was informed of the cost to replace the disinfectant reservoir, which included a new heater assembly. The facility repaired the reservoir tank to resolve the issue. The unit has been in normal operation.